Manufacturer narrative:
As reported, the balloon of the 8mm x 4cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter ruptured at three atmospheres (atm). There was no reported patient injury. The lesion was the common iliac artery. There was severe calcification of the lesion. There was moderate vessel tortuosity. There was eighty per-cent stenosis. The device was not used for a chronic total occlusion (cto). The balloon catheter was replaced with another non-cordis balloon catheter and the procedure was completed. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The user was able to depress the plunger into the syringe/indeflator when trying to inflate. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. Other additional patient/procedural details were requested but were unknown. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82181107 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification with stenosis may have contributed to the reported event, as calcification is known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of the 8mm x 4cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 3 atmospheres (atm). It was replaced with another non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The lesion was the common iliac artery. There was severe calcification of the lesion. There was moderate vessel tortuosity. There was eighty per-cent stenosis. The device was not used for a chronic total occlusion (cto). There was no difficulty removing the product from the hoop and protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, and there was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion. The catheter was never in an acute bend. The user was able to depress the plunger into the syringe/indeflator when trying to inflate. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. Other additional patient/procedural details were requested but were unknown. The device will not be returned for analysis as it was discarded.